Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A female patient in her (B)(6) with a history of pre-existing gastro-intestinal bleeding underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. Access was obtained at the femoral artery with an unknown size procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure or any information in regards to the steps taken in the deployment of the mynx. Following the procedure, the physician who is in training to the use of the mynx, chose the device for femoral artery closure. It was reported that the access site did not seal properly because slight ooze was observed at the access site and a hematoma had formed. Immediately, the patient's diastolic blood pressure dropped to 40 mm hg and her hemoglobin count was at 0.6 grams. The patient also complained of abdominal pain so the patient was brought to the ICU. An interventional cardiologist was consulted and the patient was brought to surgery where a femoral angiogram was taken which confirmed the patient had a retroperitoneal bleed. The patient was transfused (number of units unknown). The aci sales professional reported that the patient is doing well. No additional information was provided.